Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. Customer stated insulin pump had pump error alarm. Customer reported they were unable to clear the alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no motor movement alarm during rewinding due to jammed motor gearbox. Unable to verify battery power loss alarm due to no motor movement alarm.